Event description:
Rptr had prior exposure to mek and ammonia at manufacturing plant. At second exposure to glow-in-the-dark handaids, she developed a sensitivity to printed bandaids. Later she developed sensitivity to respirator then developed multiple chemical sensitivities.